Event description:
The pt was revised because of pain, swelling, and lack of full motion. Surgeon felt the components were too large.

Manufacturer narrative:
No products were returned for examination. The investigation was limited to the info provided and no conclusions could be drawn about the reported poor range of motion based on the lack of the products to examine and insufficient product info. The initial reporting stated the components were too large suggesting the size devices inserted at primary surgery did not achieve the desired range of motion. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.